Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked the chemotherapy drug (paclitaxel). The leak was coming from the white pump segment. This was identified after hooking up the patient and during the beginning of the patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed an incorrect assembly between the white covering and the tubing in the upstream part. Functional testing was performed including clear passage and pressure testing which revealed a leak in the affected area. The reported condition was verified. The cause of the condition was due to improper manual handling during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.